Event description:
It was reported that the patient experienced pain as this right ventricular (rv) lead exhibited micro perforation which was confirmed via computed tomography scan and echocardiogram. This rv lead was explanted, replaced with the same model and will be returned for analysis. No additional adverse patient effects were reported.